Manufacturer narrative:
Concomitant products: 5092-52 lead, implanted: (B)(6) 2004; dtba1d1 crtd, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead and left ventricular (lv) lead exhibited high and rising thresholds. The rv and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.